Manufacturer narrative:
Device is a combination product. If implanted, give date: (B)(6) 2016. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2016, the target lesion was located in the coronary artery. A synergy¿ drug-eluting stent was advanced and implanted to treat the lesion. However, the stent re-stenosed and was treated with a different stent. No further patient complications were reported and the patient's status was fine.